Event description:
Customer reported that the cannula dislodged from the infusion site. Customer remembers that his bg level "was in the 500's prior to removal." The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualifications records were reviewed and the product lot met all acceptance criteria.